Event description:
This device was returned without documentation from an unknown source. There was no information after calling medtronic, st. Jude medical, ela, and boston scientific. I was unable to get a response from the patient following physician. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. At proximal 25 cm distal fragment, only the proximal fragment, was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. No deviations were found. The mechanical and electrical inspection of the lead was not properly feasible, as only a short lead segment was received for analysis. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.